Event description:
The reporter contacted animas on (B)(6) 2012 stating the up arrow is intermittently responsive and the other keypad buttons (down and ok) are sticking. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Evaluation revealed that the keypad rubber was intact. Evaluation revealed that the ok and contrast keypad buttons were intermittently unresponsive and the up and down arrow keypad buttons responded appropriately. There was evidence of keypad contamination found under all of the key contacts. Unrelated to the complaint, evaluation revealed that there was no vibration due to a misaligned vibration contact.